Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to uterine prolapse with cystocele and stress urinary incontinence along with concurrent anterior/ posterior repair, perineoplasty, cystourethroscopy ((B)(6) 2008), urethropexy ((B)(6) 2003). It was also reported that patient underwent mesh removal on (B)(6) 2009 due to erosion of transvaginal sling on multiple vaginal procedures. It was reported that the patient underwent mesh removal on (B)(6) 2008 due to mesh had eroded into the bladder. It was further reported that the patient underwent cystourethroscopy with bilateral retrograde pyelograms on (B)(6) 2009 due to history of multiple prior pelvic surgeries with erosion of mesh resulting in severe urinary incontinence. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2003, (B)(6) 2008 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy. It was reported pt had placement of an autologous pubovaginal sling, harvesting of autologous rectus fascia retropubic urethrolysis and cystourethroscopy on (B)(6) 2009. It was reported pt had observation procedure to make sure mesh completely gone on (B)(6) 2009 and a scope to look at the bladder because of infection on (B)(6) 2008. It was reported that following insertion the patient experienced pain and discomfort during sexual intercourse, electric like pain shooting down her legs, leaking urine, numb abdomen, hump in pubic area that sticks out, headaches, stroke, heart attack, abdominal pain, chronic diarrhea, mesh erosion, sui, recurrent uti¿s, nocturia and vaginal pain. No additional information was provided.

Manufacturer narrative:
.